Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060749) in united states on 12-apr-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007. She reported that 3 months after insertion, the tests confirmed proper placement and blockage of her fallopian tubes. In (B)(6) 2008, she had severe pelvic pain and bleeding, an ultrasound was done and found that one of the essure implants had uncoiled and implanted itself onto her uterus. She had a procedure done to see if her doctor could remove the device, without any success. On (B)(6) 2008 she had to have a hysterectomy to remove both tubes and uterus. She reported mvi (no further specified) as concomitant medication. Hospitalization was reported as event outcome, but not specified or assigned to one of the events. Follow-up information received on 28-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 15 months later it was found that one of essure implants implanted itself onto uterus, interpreted as device embedded (partial uterine perforation). An initial procedure was done to remove the device but failed; she then underwent a hysterectomy with salpingectomy. Device embedded is a listed event in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In the present case, the embedment was diagnosed 15 months after essure insertion. The exact date and mechanism of the event was unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No follow up is possible due to unavailable reporter contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.